Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for trigl triglycerides (trigl) on a cobas 4000 c (311) stand alone system. The initial result was 450.2 mg/dl. This result was reported outside of the laboratory where the customer complained. On (B)(6) 2022 the repeat result was 80.2 mg/dl. The trigl reagent lot number was 620990. The expiration date was not provided.

Manufacturer narrative:
Section a3, sex was updated. Section b6 was updated. The initial report stated: "on (B)(6) 2022 the repeat result was 80.2 mg/dl." Based on additional data provided, this should say: "on (B)(6) 2022 the repeat result was 80.2 mg/dl." Service personnel visited the customer site and found "several" pre-analytical issues. Calibration was acceptable. Fibrin was observed in the primary tube sample. Based on the information provided, the investigation determined the event was consistent with a pre-analytical issue at the customer site. The investigation did not identify a product problem.